Event description:
It was reported that intermittent occlusion alarms occurred. Customer's blood glucose (bg) was in 380-500 mg/dl range. Reportedly, the customer experienced difficulty walking. Customer administered a manual insulin injection to address elevated bg. Reportedly, the customer was using cold insulin. Tandem customer clinical support informed customer that insulin should be at room temperature before filling a cartridge. Reportedly, customer continued using pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: avoid exposure of your pump to temperatures below 41°f (5°c) or above 99°f (37°c). Insulin can freeze at low temperatures or degrade at high temperatures. Insulin that has been exposed to conditions outside of the manufacturer¿s recommended ranges can affect the safety and performance of the pump.